Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges were leaking from an unspecified location. Additionally, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 157-245 mg/dl.